Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements that were up to 128 ohms. Technical services (ts) noted that these measurements had been variable over the past year. No adverse patient effects were reported. Currently, this lead remains in service.